Event description:
It was reported there are lines on the lower screen. The device was returned for repair. No patient involvement reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display is missing columns on lower display. Lcd (liquid crystal display) found out of electrical specification. Upper and lower case halves are broken. Both bail covers and ring cover are broken.